Manufacturer narrative:
Root cause: this complaint is due to a 12 volt supply failure. Replacement of q11, q15, and l2 corrected the problem with this pm board.

Manufacturer narrative:
The manufacturers' field service engineer duplicated the reported problem. The manufacturers' field service engineer replaced the power management board to resolve this issue.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not turn on. No patient involvement reported.